Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The device passed the unexpected restart test and there was no unexpected restart alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call keypad anomaly and unexpected restart alarm on the insulin pump. Customer's blood glucose level was 467 mg/dl. Customer advised the buttons were unresponsive and the minutes do change on the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.